Event description:
This report is to advise of a fracture found in the shaft of the catheter during analysis.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed multiple tears in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft material remains unknown.